Event description:
Philips received a complaint by the customer on the v60, indicating that the device displayed multiple diagnostic codes when in use. Diagnostic codes 1118 (post) 5 v supply failed; 1127 check vent: ovp circuit failed; and 111b check vent: 35 v supply failed messages. The customer is reporting that the down v60 is due to a possible power management board failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was observed within the diagnostic report that code 111b - 35 v supply failed. Three consecutive measurements of the 35 v supply were less than 32.85 v or greater than 40.15 v two seconds after startup. Recommended to 1. Replace the power management (pm) printed circuit board assembly (pcba). 2. Replace the motor controller pcba. Diagnostic code 1118 - 5 v supply failed. Three consecutive measurements of the 5 v supply were less than 4.5 v or greater than 5.6 v. 1. Replace the pm pcba. Customer advised of the 4th generation power management board. The pm board is being installed on all v60's. The rse dispatched a field service engineer (fse) to the site for repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced power management (pm) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.